Manufacturer narrative:
Event site name: (B)(6) additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - standop volista. As it was stated the paint was damaged. The designated complaint unit employee confirmed based on photographic evidence that paint peeling from fork. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.